Event description:
Ethicon needle broke in half during suturing post cesarean section. This was the patient's third c-section and she was described as having significant scar tissue that was thick and tough to suture.